Manufacturer narrative:
Based on the results of the investigation, the cause of the discoloration inside the forceps channel could not be identified, as it is unclear whether the reprocessing was performed according to the IFU. It is likely that the reprocessing inside the forceps channel was insufficient. However, the root cause of the event is unknown. The event can be detected/prevented by following the instructions for use which state: we have confirmed that the inspection method for this phenomenon is described in chapter 3, ¿preparation and inspection,¿ of the bf type 260 series instruction manual, operation edition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, discoloration was observed inside the bronchovideoscope's forceps channel during brush insertion. There was no patient involved.